Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 5/4 amplatzer piccolo occluder was selected for implant in a (B)(6) month old (B)(6) kg patient with the following patent ductus arteriosis (pda) dimensions: pda minimal diameter of 3.63 mm, pda length of 9 mm and diameter at aortic ampulla of 4.6 mm. During the procedure the device was placed extraductal, there was no residual shunt and was released from the cable. After release the proximal lpa disc appeared to move towards the left pulmonary artery (lpa). Utilizing trans thoracic echo (tte) it was determined that there was a residual shunt around the device so a 4mm amplatz gooseneck snare was utilized to retrieve the piccolo occluder successfully. A 5/2 piccolo was then deployed in normal fashion, determined to be stable with no residual leak. The device's proximal disc was packed into the duct so the device appeared to be completely intraductal and the device was released from cable. After release, the device remained in position with no evidence of a residual shunt. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable with no adverse consequences.

Manufacturer narrative:
An event of residual shunt and migration was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.